Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was symptomatic with a red heart alarm and felt like the pump had slowed or stopped completely.

Manufacturer narrative:
The pump percutaneous lead was evaluated by the MFR's tech services group and was found to be the cause of the event. The percutaneous lead was replaced/repaired and the pt remains ongoing. The replaced portion of the percutaneous lead was returned for eval and the reported event of red heart alarms and a compromised driveline was confirmed. Approx 9" of the distal end of the percutaneous lead was returned. An electrical continuity test of the returned portion of lead was conducted and results indicated a short between the red wire and shield. Exam revealed the insulation of the red wire was compromised adjacent to the metal/controller connector. Exam of the surrounding wires and the characteristics of the wire damage appeared consistent with mechanical damage, potentially as a result of crushing or pinching. The disruption of this wire would have interrupted pump function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records for this pump showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.